Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a that after a secondary infusion of an unspecified antibiotic running at 150ml/hr completed, the primary infusion of lactated ringers that was intended to run at 20ml/hr instead infused at 150ml/hr. The rate error was discovered by the nurse after approximately 2 hours. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an ¿unintended rate change¿ was confirmed during a review of the event log. The pcu log indicated that the pump module was initially programmed to infuse drug ID 1, believed to be maintenance ivf, at 125 ml/hr. At 7:27 pm the infusion was reprogrammed to infuse at 20 ml/hr. At 9:56 pm a remote secondary IV was received; the primary rate was changed to 150 ml/hr and the secondary infusion which was also at 150 ml/hr, was started. At 10:16 pm the secondary completed and the primary resumed at the new flow rate of 150 ml/hr. The infusion then ran for a little less than 2 hours before the rate was changed back to 20 ml/hr. According to the log, the cause of the observed rate change was programming and no functional testing was deemed necessary. The root cause of the reported ¿unintended rate change¿ was determined to be user programming.